Manufacturer narrative:
Product ID 3889-28, lot# va14gn2, implanted: (B)(6) 2016. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). The hcp stated that the device was explanted on (B)(6) 2020 and the lead was tried to be removed but it broke off. The patient was redirected to follow-up with a neurosurgeon. The infection and pain were resolved after the explant. No further complications were reported.

Manufacturer narrative:
Event date is approximate. Concomitant medical products: product ID: 3889-28, lot# va14gn2, implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 22-feb-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had their ins removed about 3 weeks ago and the lead was left implanted. The patient stated that since then they had been having pain and it felt like they had an infection. The patient was calling in because they wanted to know if the lead could be removed. It was reviewed that lead removal is a medical decision. No further complications were reported.

Manufacturer narrative:
Product ID 3889-28, lot# va14gn2, implanted: (B)(6) 2016. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.